Event description:
Per the clinic, the patient experienced pain and infection at abutment site. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous MDR submitted on september 23, 2025, was filed inadvertently. No skin revision has occured on (B)(6) 2025.

Manufacturer narrative:
Per the clinic, the patient also underwent skin revision surgery on (B)(6) 2025. It was reported that the patient is a smoker.

Manufacturer narrative:
Per the clinic, it was reported that the patient was treated with oral antibiotics (specific date and duration not reported).